Manufacturer narrative:
This report is filed on august 05, 2016. Device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced a performance decrement with device use, however, the issue did not resolve; subsequently, the device was explanted on (B)(6) 2016. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, august 05, 2016.

Manufacturer narrative:
This report is filed october 10, 2016.